Event description:
It was reported that patients ipg site is very red, feels very hot, and tender to the touch. The patient had cellulitis on her back and the physician believed it was not device related. The patient was prescribed with antibiotics and was sent to the emergency department.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6).